Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged short battery life found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. However, high sleep current noted during sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unexpected low battery alert found in the pump history file/trace on (B)(6) 2021 at 12:03 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out the test case, internal battery, pcba 1 and pcba 2 one by one and remeasure the sleep current. The sleep current is still high. Unable to determine the root cause, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Short battery life was confirmed due to high sleep current. High sleep current is isolated to electronic assembly. Cosmetic damage found on the pump case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple low battery alarms. It was stated that low battery less than 1 week anomaly persist with replacement battery cap. Customer was advised to use a new aa lithium battery. Customer declined to use a aa lithium battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.